Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels from 393-400 mg/dl. Reportedly, the customer did not know the cause of the high bg levels. The customer increased basal rate, administered insulin shots and changed all supplies to address impacted bg level. The customer declined further high bg level troubleshooting.